Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. System booted normally into 2d upon powering up. Able to acquire 2d and 3d images. System was restarted multiple times but the system functioned normally. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A site representative reported that while outside of procedure, when powered up the imaging system displayed an x. There was no patient present at the time of the issue.